Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) was in back-up vvi mode. Device firmware was downloaded but the restoration was not successful. Following the download, the ICD had charge time out issues and was not able to deliver defibrillation therapy. On (B)(6) 2021, the patient presented in clinic for device exchange; upon interrogation it was revealed that the patient's device also had a battery performance alert (bpa). Following the bpa advisory, a bpa was received by the clinician and the device was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the device will not be returning.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.